Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of " the pump¿s battery compartment was damaged and bubbled, resulting in a downstream occlusion (dso)" was confirmed during visual inspection. The battery compartment was damaged, and the dso seal was bubbled. The probable cause was normal wear and tear. Further investigation found the upstream occlusion (uso) seal was buckling. The dso seal and uso seal were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump¿s battery compartment was damaged and bubbled, resulting in a downstream occlusion¿; during device evaluation it was found the upstream occlusion seal was buckling. The event occurred during testing.